Manufacturer narrative:
Ge healthcare's investigation included a review of ECG strips and log file analysis. ECG strips for the patient involved in the reported event indicate that the solar 8000i alarm volume setting was set of off starting at 03:14:36 when a pause alarm was printed. The logs indicate that multiple ECG heart rate and arrhythmia alarms were sounded at the cic at 60% volume at advisory, warning, and crisis levels. Based on the information available, the solar 8000i and cic alarmed appropriately for the patient conditions. The clinician turned the alarm volume off at the solar 8000i bedside prior the event. No determination can be made as to when the solar 8000i alarm volume was turned off at the bedside. Ge healthcare concludes the system performed to specifications.

Event description:
It was reported that the solar 8000i alarmed visually for "brady" (bradycardia) but did not audibly alarm. The nursing staff reportedly did not notice the visual alarm for ten minutes. The patient subsequently expired. According to the nurse manager, the nurses typically turn the audible alarm off at the bedside but not at the central monitoring station.